Event description:
"According to the reporter, during use, a circuit disconnection alarm was heard on the ventilator. Corresponding checks were performed on the ventilator, wall outlets, filters, and patient circuit, and no flaws were detected. When the patient was reinstalled on new equipment, the problem persisted. The condition of the endotracheal tube was checked and it was found to be deflated. The tube was inflated, and the equipment stopped alarming. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.